Event description:
It was reported that water leaked. It could not be used but there was a back-up device available. No harm or injury reported. Additionally, during functional evaluation it was found that the unit would not prime.